Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. The sensor was inserted into the arm on (B)(6) 2016. No injury or medical intervention was reported. Data was reviewed on (B)(6)2016. The reported event of inaccurate cgm readings was confirmed. A root cause could not be determined. Additionally, the sensor was inserted into the arm. Product labeling indicates that sensor insertion, for patients under the age of 18, is not approved for sites other than the buttocks or abdomen.